Manufacturer narrative:
Lot 17g045 was manufactured july 26, 2017 - july 29, 2017. One sample was returned for evaluation. Visual inspection showed no signs of rupture. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured after filling with fluorouracil hs. There was no patient involvement. No additional information is available.